Event description:
The pt's predominant seizures ("tonic seizures with drop attacks"), were noted to have increased at the most recent follow-up (25-months post implant). A search performed in the MFR's programming history database did not result in any diagnostics for pt's device. (B)(4) attempts to obtain add'l info have been unsuccessful to date.